Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 281 mg/dl at the time of the incident. Customer states they do not want to troubleshoot for recurring alarms. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarm noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.